Manufacturer narrative:
There is no evidence of a device malfunction. The blood loss is attributed to possible clotting due to the amount of time the blood pump was stopped. In the event of an external power outage, the user's guide includes instructions for performing manual rinse back when trained and instructed by the facility, to return the patient's blood with no impact to patient safety. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
An external power outage occurred approximately 20 minutes into a routine hemodialysis treatment. Rinseback was not performed due to the amount of time the blood pump was stopped, resulting in an estimated blood loss of 190cc. Procrit was increased from 10,000 units to 14,000 units. The patient's hgb was 9.1 g/dl on (B)(6) 2011 and 8.8 g/dl on (B)(6) 2011. No other medical intervention was required.